Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient. There was no patient information at the time of this report. The patient had surgery (cvor) on (B)(6) 2017 and was also transfused immediately following surgery on (B)(6) 2017. Return product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 10/31/2017. Retain and return product was tested and functioning according to specification.

Event description:
Na.